Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal banding performed on (B)(6) 2010. According to the complainant, it was reported that the patient was bleeding prior to the procedure. During the procedure, they attempted to deploy a band however, it would not deploy off the ligator head. It was reported that the bleed was exacerbated however; this was due to the nature of the procedure itself. The patient was brought to the operating room and due to the massive bleeding a trach was performed and then the procedure was completed with a competitor's banding device. It was reported that the following day, the patient's condition was stable however, six days later, the patient began to bleed again. It was reported at this point, that the patient is currently in hospice care.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.